Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient woke up with chest pain and was also vomiting excessively. The patient¿s boyfriend took her to the emergency room (ER). No cgm value was reported at this time. At the ER, the patient¿s bg meter reading was 554 mg/dl while the cgm was reading 328 mg/dl. The patient was diagnosed with dka and admitted to the ICU. The patient was treated with an IV insulin drip, magnesium, phosphorus, and potassium. The patient was discharged on (B)(6) 2025, feeling tired but better. The patient was ¿fine¿ at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.